Event description:
Customer reported experiencing multiple high blood glucose events since (B)(6) 2025, with the highest level indicated as "high," although a specific value was not provided. There was no adverse impact to the customer¿s blood glucose level necessitating third-party assistance, as the customer managed the situation independently with a correction injection. Technical support suggested consulting a healthcare professional for further insights into the recurring high glucose levels, which the customer acknowledged.